Event description:
The manufacturer became aware of a literature published by the department of orthopaedic surgery, the university of alabama at birmingham, USA. The title of this report is ¿a novel plating system for first metatarsophalangeal joint arthrodesis - a retrospective comparison of hybrid and traditional locking plate constructs ¿, published on january 20, 2022, which is associated with the stryker ¿anchorage plating system ¿. The article can be found at https://doi.org/10.1177/19386400211067860. This report includes an analysis of the clinical data that was collected on 44 patients, and the cases in this study range from 2016 to 2020. During the review of the literature, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available. It was reported that 2 patients experienced nonunion. 1 patient experienced nonunion, with stable pseudoarthrosis that was asymptomatic. 1 patient experienced nonunion, which was treated with bone stimulator.

Manufacturer narrative:
This complaint has been generated based on findings discovered during post market surveillance literature review. The alleged nonunion could not be confirmed, since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient medical history, the event circumstances, radiographs and the involved device(s) must be available in order to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly. Device not available.

Manufacturer narrative:
Please note correction to h6 (health impact code)

Event description:
The manufacturer became aware of a literature published by the department of orthopaedic surgery, the university of alabama at birmingham, USA. The title of this report is ¿a novel plating system for first metatarsophalangeal joint arthrodesis - a retrospective comparison of hybrid and traditional locking plate constructs ¿, published on january 20, 2022, which is associated with the stryker ¿anchorage plating system ¿. The article can be found at https://doi.org/10.1177/19386400211067860. This report includes an analysis of the clinical data that was collected on 44 patients, and the cases in this study range from 2016 to 2020. During the review of the literature, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available. It was reported that 2 patients experienced nonunion. - 1 patient experienced nonunion, with stable pseudoarthrosis that was asymptomatic. - 1 patient experienced nonunion, which was treated with bone stimulator.